Manufacturer narrative:
Additional product and event information have been requested and if received, will be provided on a supplemental.

Event description:
Reflex hybrid plate and screws were implanted in 2006. Six months after the implantation, the pt had an oesophagus fistula with infection. The pt had a revision to remove the implants and had gastrotomy. The surgeon noticed that one screw (at the level of the infection) passed beyond the ring.